Event description:
It was reported an angioplasty with arterial stenting of the right coronary artery was followed by advancing another MFR's guidewire for continual stenting. The tip of the guidewire broke off and became entangled in one of the stents. The wire identified by this medwatch report was then entangled in the stent which resulted in tip detachment. A successful coronary artery bypass graft procedure and aortotomy for wire segment retrieval followed. The pt's condition is good and has since been discharged. Directions for use state: "never advance, withdraw, or rotate (torque) guidewire if resistance is encountered without first determining the cause of the resistance of the resistance by fluoroscopy." User facility medwatch report attached.